Event description:
A customer reported that the indicated battery charge on their pump dropped significantly in a short period of time, leading to an unexpected shutdown after a series of troubleshooting attempts. There was no adverse impact to the customer¿s blood glucose level. In response, technical support provided instructions to manage the battery issue and decided to replace the pump. The customer was instructed on how to put the pump into storage mode and return the defective unit, and it was confirmed the replacement pump would be covered under warranty. The customer will continue to use their current pump until the replacement arrives.